Event description:
The dealer reports the arm socket broke right at the screw that holds the socket in thru the frame. Not a defect. User told him they broguth the arm down too heavy and broke this piece.